Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ es server, all new patients were not crossing over to any of the stations. The customer confirmed that the patients were visible on the server. As a temporary workaround, the customer created a temporary patient and placed the station under critical override. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.